Manufacturer narrative:
Reporter phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, abdominal pain, weakness, and malaise. The cause of the peritonitis was unknown. On the same day as event onset, the patient was hospitalized and treated with vancomycin (2g, intraperitoneally), cefotaxim (1g intravenously) and proxacin (200 (units not reported), intravenously). Two days after onset of the peritonitis, the patient passed away. It was not reported if the patient was recovered from the peritonitis prior to time of death. The cause of death was unknown. It was unknown if an autopsy was performed. Action taken with pd therapy prior to time of death was not reported. Additional information is not available.